Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had under delivery anomaly. Customer had high blood glucose. Customer was using troubleshooting was performed and high pressure test was not passed. Customer was using insulin pump system within 48 hours of reported high bg event and auto mode feature was active at the time of incident. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.